Manufacturer narrative:
H10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 22mm zmed balloon dilatation catheter (non-medtronic device); lot #: unknown product ID: 23mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID: d-evolutfx-34; lot #: 0011721718 product analysis: the device was discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, a fluoroscopic, tactile, and visual valve load check was performed and there was no crown overlap beyond the second node. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. The valve was deployed to 80% and an infold was observed on the valve frame. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. The implanting team performed a second bav with a 23mm non-medtronic balloon. A new valve was loaded onto a new dcs with an acceptable comprehensive valve load inspection and the valve was successfully deployed without an infold. A "slight" procedural delay was noted; however, no adverse patient effects were reported. Of note, the infold was due to heavily calcified anatomy, not the valve load.